Event description:
As reported, during a procedure, a capsure device did not fixate the mesh firmly and there was no fixation of the fasteners. The reported event occurred while deploying 4th-5th fasteners. It was reported that another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, capsure device deployed fasteners that were unable to fixate the mesh. Evaluation of the device could not reproduce the reported event that the device failed to fixate the mesh. The device functioned as intended during functional and simulated use testing, deploying the remaining two fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records was performed and shows the product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.